Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Device codes were added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter bioprostheic valve, during hospitalization, the patient experienced fe ver episodes and initiation of hemodialysis. It was reported that this was not related ot the valve and unlikely related to the procedure. Valve degeneration, hemodynamic valve deterioration, and morphological valve deterioration were reported. At follow-up approximately two months post implant, periprosthetic aortic valve insufficiency and intraprosthetic aortic valve insufficiency were both graded as moderate. No treatment was reported. Additional information was received to clarify the valve deterioration was an abnormality with the leaflet structure such as thickening and calcification.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter bioprostheic valve, during hospitalization, the patient experienced fe ver episodes and initiation of hemodialysis. It was reported that this was not related ot the valve and unlikely related to the procedure. Valve degeneration, hemodynamic valve deterioration, and morphological valve deterioration were reported. At follow-up approx imately two months post implant, periprosthetic aortic valve insufficiency and intraprosthetic aortic valve insufficiency were both graded as moderate. No treatment was reported. Additional information was received to clarify the valve deterioration was an abnormality with the leaflet structure such as thickening and calcification.

Manufacturer narrative:
Updated data: d. Suspect medical device. Brand name, manufacturer name, and model number. Corrected data: d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter bioprostheic valve, during hospitalization, the patient experienced fever episodes and initiation of hemodialysis. It was reported that this was not related ot the valve and unlikely related to the procedure. Valve degeneration, hemodynamic valve deterioration, and morphological valve deterioration were reported. At follow-up approximately two months post implant, periprosthetic aortic valve insufficiency and intraprosthetic aortic valve insufficiency were both graded as moderate. No treatment was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.